Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that has terrible excruciating pain when go to stand and afraid she is going to fall because it is so bad. Patient has lack of control of leg. When sitting and try to get up the pain is excruciating. Patient can get up after move a bit and grab walker and move then pain is just gone. Laying in bed pain is not their. Getting out of bed is the other problem. She has walker next to bed. Pain is intense 10-20 seconds. To sit on toilet still hurting at implant. She hangs onto something when sitting on toilet because she is afraid. Looked in book and it said something about exercise. She is in a senior center and did some yoga exercises. There was a section that said no twisting. Maybe that is what happened she doesn't know. Patient has to use her walker because of the pain and she never use to. She is weak and afraid she is going to fall. When sitting she has no pain. The pain is on the left side over the stimulator. Patient has lost some weight and skin is getting thinner or something. She can feel more of the device then she ever could. Sometimes she gets a tingle beat in groin or on left side in labia area and never happened before. When she stands she is afraid she is going to fall. Patient has several appliances on right side that are always giving her pain. There is none now that she gets this periodic pain when standing. I asked what appliances she has on right side: ratification shoulder, pin in right elbow, and right hip artificial has pain but always felt and been their. Also feels pain around her chest because she fell in shower and hit her ribs on toilet not that long ago. There is always something in there a sensation nothing major (she called it a discomfort). Fell probably about a year ago. Didn't bother her as much but does now. Pain on right side is not related to device or therapy. Weak and afraid and has to grab her walker which she never did before. Then the pain will go away. She is sitting and there is nothing their. Patient was in hospital because she had so much pain. Battery wasn't working or something like this and it needed to be charged. I told her she doesn't have a recharge able device. They decided she had a bladder infection, which she disbelieves. Then had to go into the doctor's office and they readjusted it. They adjusted it maybe 2 or 3 weeks ago, at most four weeks. Patient did get some burning from bladder like had a bladder infection. She just finished bladder infection pills yesterday she thinks. I asked why she went to the hospital and she said she had terrible back pain. Then she said she can't remember why exactly she went. Then patient looked on her calendar and she said she actually went into the doctor's office december 1st and they adjusted the stimulation. The battery had run out is what she understood, and they had to recharge it or something. Then she said I don't know technician was doing some kind of adjustment with the device. Rep's name was asked unknown. She thinks she had the doctor appointment before she went to the hospital. Agent was confused on when the issue started because the patient gave some conflicting answers. Troubleshooting was unable to be performed as she thinks the pain is due to placement not the strength of the stimulation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.